Event description:
The customer reported the device intermittently displayed the "attach [patient] cable" momentary message during the shift/system check. This condition was reported to have presented intermittently during user initiated testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently displayed the "attach [patient] cable" momentary message during the shift/system check. This condition was reported to have presented intermittently during user initiated testing. There was no pt involvement. Philips evaluated the device and could not recreate the reported symptom. Philips noted wear on the pt connector (interface to the pt cable) and replaced the pt connector to resolve the reported symptom.